Event description:
In 2008, the patient called for assistance with programming her backup infusion device. She stated that her blood glucose had been in the "400's" for the last two days. Her normal blood glucose level is 180-200 mg/dl. She stated that she had changed all of her accessories twice and her blood glucose remained elevated. Troubleshooting did not reveal any product issues. The patient called back, and stated that her blood glucose had returned to normal. She stated that after switching to her backup infusion device and bolusing 5 units of insulin and injecting 5 units of insulin her blood glucose lowered to from "hi" to 97 mg/dl within an hour. She drank 3 glasses of orange juice and ate a rice cake between 1:00-3:00am. At 8:00am the patient's blood glucose measured 55 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.